Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead was attempted for placement in the ventricle, but high threshold and low sensing values were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited unacceptable thresholds despite attempting to position in multiple locations. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.